Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous left anterior descending artery. During removal from the anatomy of the .014 ht versaturn guide wire resistance was felt with the unspecified guide catheter and tip coils stretched and separated from the core; however, the guide wire remained in one piece. After several attempts the guide wire was removed. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequent, to the report filed it was noted that the coils of guide did not separate from the core. There was no additional information provided.

Manufacturer narrative:
The device was returned for analysis. The reported stretched coils was able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interactions with the moderately calcified and moderately tortuous anatomy/other devices and/or inadvertent mishandling resulted in the noted device damages (multiple shaping ribbon bends, multiple distal core bends, multiple proximal core bends) resulting in the reported difficult to remove. Interaction/manipulation of the compromised device ultimately resulted in the reported/noted stretched coils. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: medical device problem code 1069 removed.